Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Event description:
Healthcare professional reported right side rupture, and implant was "greyish in color". Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell and missing shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken crease sharp, wear abrasion and stress marks. Based on the device analysis the final assessment is: a broken crease sharp in the side radius assessed as fold flaw opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported the implant was "greyish in color". The device has been explanted.